Event description:
It was reported that the pt experienced instability in the joint. During revision surgery it was determined that the post of the insert had sheared off. The problem was corrected after the device was replaced.